Event description:
(B)(6). The patient was enrolled in (B)(6) of 2007. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 5mm and the lesion length was 16mm. There was 98% stenosis as measured via ge stenosis analysis. The target vessel was moderately tortuous with no calcium present. No thrombus, no ulceration, no dissection and no pseudo-aneurysm were identified. No cerebral protection was used during the procedure. A 7mm/30 mm carotid wallstent monorail was delivered and successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Atropine 0.4 ui was given during the procedure. A minor stroke was reported in the operative period due to left sfa rupture. After therapy and surgery (neither explained further) it was reported as resolved with no residual effects. Residual stenosis was estimated at 0-29%. The procedure was technically successful. Post-procedure the patient was symptomatic. There were complications less than 24 hours after the procedure. There was a local, cerebral minor stroke in the right hemiparesis. No further data provided on this post-procedure complication. The patient had a one-month follow up assessment in (B)(6) of 2007. The patient was alive and symptomatic. The motor system was not normal in the right hemiparesis but was improved as compared to the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a follow up visit in (B)(6) of 2007. The patient was alive and symptomatic. The motor system was not normal in the right hemiparesis but was improved as compared to the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a follow up visit in (B)(6) of 2008. At each follow up visit the wallstent remained patent with 0% residual stenosis. No adverse events or complications were reported at any of the follow-up visits.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.